Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. Other damages found during device investigation are most likely related to the explantation surgery. This is a combined initial and final report.

Event description:
Reportedly the user was re-implanted in (B)(6) 2023. No additional information has been made available.